Event description:
A facility reported that the customer was hitting a plate during an ortho procedure; that the jarit mallet 2lb ss 7-9/16 (250404) was scored and marked when used; that some mallets were chipping; and that metal shards were being pulled out of the patient's surgical site. No medical intervention was required, and no injury, death, or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.